Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that a bed was removed from the central nurse's station (cns), and this happened by itself. They had to remonitor the bed. They could see the patient on all the remote network station (rns), but the sector on the cns was blank. They were able to restart monitoring of the device. No patient harm was reported. Investigation conclusion: device logs were reviewed. No logs were found to confirm the reported event. The customer continued to use the cns device without further reported events. The root cause could not be determined. No indication of device malfunction. No recurrence history for this device. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 03/01/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that a bed was removed from the central nurse's station (cns), and this happened by itself. They had to remonitor the bed. They could see the patient on all the remote network station (rns), but the sector on the cns was blank. They were able to restart monitoring of the device. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that a bed was removed from the central nurse's station (cns), and this happened by itself. They had to remonitor the bed. They could see the patient on all the remote network station (rns), but the sector on the cns was blank. They were able to restart monitoring of the device. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1: (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested.

Event description:
The biomedical engineer (bme) reported that a bed was removed from the central nurse's station (cns), and this happened by itself. They had to remonitor the bed. They could see the patient on all the remote network station (rns), but the sector on the cns was blank. They were able to restart monitoring of the device. No patient harm was reported.